Event description:
It was reported the bronchovideoscope image was black on the scope. The event occurred during set-up, prior to use in a patient. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction; during the inspection it was found error e216 was displayed. After the device was aerated the image returned. Additionally, the bending section failed the electrical continuity test, and fluid with corrosion was found in the connector and plug. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like humidity, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.